Event description:
During the implant procedure, the medtronic catheter passer was used to tunnel the stimulation lead and bleeding occurred. Physician applied pressure to stop the bleeding. This resolved the issue.